Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014, resulting patient experiencing a low. Patient reported sister found patient on the floor unconscious and called emergency medical services. Emergency medical services personnel administered patient an IV of glucose, as patient's blood glucose (bg) was 32. Patient regained consciousness, with blood glucose reading 280, and was transported to the hospital. Hospital personnel monitored patient until patient's blood glucose went down to 150. Patient was released upon reaching this bg level. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate. Patient reported current condition as feeling better.

Manufacturer narrative:
(B)(4).